Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as malposition of the device during original implantation may have caused the reported event.

Event description:
It was reported that the pump of this artificial urinary sphincter was malpositioned. The pump was removed and replaced in a better position. No patient complications were reported.